Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet pump experienced recurrent low glucose episodes, including sensor readings down to 65 mg/dl, after a recent cgm sensor change and while intermittently not announcing meals; the user also reported occasional overtreatment of lows with 30¿50 g carbohydrate and a tubing connection that had come loose before being resecured. Symptoms included hypoglycemia with associated feelings of being lower than cgm readings. Outcomes included self-treatment with oral glucose, continued device use, and remote support without medical intervention or hospitalization. Investigation included customer care review, trainer follow-up, education on proper meal announcements, low treatment practices, exercise guidance, confirmation of cgm-to-meter agreement, and a factory reset with re-adaptation at the usual target. Investigation of this case revealed user technique and use error, including not announcing meals, announcing low treatments as meals, and potential prior cartridge/tubing connection issues, with glycemic control improving after re-education and reset. It was concluded that the device functioned within specifications and that the event was attributable to use error with resolved performance after education and reinitialization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.